Event description:
On (B)(6) 2009, the pt underwent a procedure using a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. The procedure was completed with no evidence of endoleak. On (B)(6) 2009, a follow-up computed tomography scan showed that the aneurysm had changed shape with evidence of a proximal type I endoleak. It was reported there was no evidence of aneurysm enlargement, and the cause of the endoleak is unk. The same day, an intervention was performed whereby two add'l devices were implanted to treat the endoleak. The endoleak resolved with the implant of the add'l devices, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. The root cause of the endoleak is unk.